Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The patient¿s blood glucose was 9.5 mmol/l and the sensor glucose was 3.5 mmol/l at the time of the incident. The patient¿s other blood glucose was 7 to 8 mmol/l and the sensor glucose was 2.2 mmol/l at the time of the incident. Sensor glucose value that triggered the suspend event: unknown. Threshold/low suspend limit in sensor settings: unknown. Bent cannula was also reported. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The device is expected to be returned for analysis.

Manufacturer narrative:
We inspected one opened and used sensor. We performed continuity test, and sensor passed per specification. Performed bicarbonate buffer test, sensor passed per specifications with accurate readings. Also, we found a bent cannula. We were unable to confirm if customer received sensor in said condition due to customer returning it opened and used.